Event description:
The customer reported that there was a mid-fiber crack or break at 67 joules during a prostate procedure. The procedure was completed with a second fiber. There was no report of pt injury as a result of this event.